Event description:
The user stated that the tubing connection between syringe and tubing is cracked. The user also stated that he did not notice the crack at the time of set change, which account for the elevated blood sugar.